Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: the user advanced the device through left femoral vein, then along the wire guide the user advanced the delivery system under the ivc and the renal vein. After withdraw the dilator the user began to advance the filter but the filter could not advance due to strong resistance. The user withdrew the filter and outer sheath together and found the sheath has broken. At last, the user change to another new device with same type to finish the procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Description of event according to initial reporter: the user advanced the device through left femoral vein, then along the wire guide the user advanced the delivery system under the ivc and the renal vein. After withdraw the dilator the user began to advance the filter but the filter could not advance due to strong resistance. The user withdrew the filter and outer sheath together and found the sheath has broken. At last, the user change to another new device with same type to finish the procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 . Registration no.: (B)(4). Summary of investigational findings: based on the event description, that the filter was difficult to advance through the sheath, and assessment of the returned product and review of imagining. The configuration of the filter and the introducer system it is most likely that the event is due to tortuosity of the iliac vein. The complaint description describes the use of strong resistance, suggesting a significant amount of forward pressure was applied to the introducer system, which likely only further bent the sheath and fortunately did not penetrate through the wall of the sheath. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.